Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported having high blood glucose levels. Customer's blood glucose level at the time 250mg/dl. Troubleshooting occured on the insulin pump and the high pressure test had to be performed twice. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device had cracked battery tube threads and cracked reservoir tube lip.